Manufacturer narrative:
The reported event of longevity anomalies and premature discharge of battery was not confirmed. The device was received with normal output and normal telemetry communication. Analysis of the device image indicated the device was operating in high output mode. Electrical and mechanical tests performed indicated normal device functionality. Longevity assessment found the device was operating at normal voltage level, consistent with normal projected longevity.

Event description:
It was reported that during a follow up in clinic, premature battery depletion was suspected on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.